Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including linx device implant on (B)(6)2017 with a noted hepatomegaly (enlarged liver). -egd and esophageal dilation including 75% of beads opening was attempted to alleviate post anti-reflux procedure dysphagia. -device explant (B)(6)2017 due to moderate dysphagia; it was noted 2 device beads were barely encapsulated on the anterior side and the remainder were fully encapsulated. -device was found in the correct/position geometry at the time of removal. -the patient's dysphagia resolved after explant, she is eating normally, and reflux has not returned.